Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) tissue valve 2007 (B)(6), 6947 implantable defibrillation lead 2008 (B)(6), 4194 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right atrial lead was capped. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the atrial lead was capped due to noise and oversensing.